Event description:
It was reported that the pt diagnosed with left and right lateral recessed stenosis with degenerative disc disease at l4-5 underwent surgery with implant of bilateral posterior fixation at l4-5 with rods and multi-axial screws. It was reported that x-rays taken on 03/14/08 revealed a broken rod on the right side of the construct. The pt is complaining of pain. No revision surgery has taken place.

Manufacturer narrative:
The device is reported to remain implanted. No product was returned to medtronic for eval. Examination of post-op x-rays confirmed the fracture of right side rod. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event,